Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of unknown duration occurred. Data was evaluated and the allegation was confirmed as signal loss greater than one hour. The probable cause could not be determined. The reported event of signal loss of unknown duration is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.